Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 90 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.